Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage that failed to open and then became stuck in the distal end of the phenom catheter and a second pipeline vantage that was moved out of its intended position during deployment. The patient was undergoing stent assisted coil embolization procedure to treat a ruptured blister aneurysm of the left internal carotid artery (ica) ophthalmic segment via right radial artery approach. The aneurysm max diameter was 1mm and the neck diameter was 1mm. Vessel tortuosity was moderate. It was reported that all devices were prepared as indicated in the instructions for use (IFU). The plan was to jail a non-medtronic catheter in the aneurysm and deploy a 5x14 vantage over the top of it to retain a coil in the blister aneurysm. A phenom27 was placed distal to the aneurysm and the vantage 5x14 was advanced to the tip and started to be opened distal to the aneurysm. The headway was placed in position at the neck of the blister aneurysm and the first 2 loops of the coil were opened into the aneurysm. The vantage was not opening satisfactorily so the doctor tried to resheath it to displace the sleeves. Only a small amount of the vantage could be resheathed before it jammed in the phenom catheter and could not be pushed out or pulled back. The phenom and pipeline vantage were then removed together from the patient. A second phenom 27 of the same model and lot was then placed in position and delivery of a pipeline vantage 5x16 was delivered. This opened well distally but was ribboned against the anterior surface of the genu. In order to get the stent to open around the bend the doctor pulled on the stent wire and phenom catheter together to remove the tension. This maneuver did open the stent but caused the distal end of the stent to fall back significantly, leaving the aneurysm partially uncovered. A third pipeline vantage (5x20) was then deployed. The coil was fully deployed first and the non-medtronic catheter was removed. The third pipeline vantage then opened well and the procedure was completed successfully. There was no harm or injury to the patient. Post-procedure angiography showed very good results.